Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that they experienced a leak during a pca infusion. The report is unclear whether the leak occurred at the asv or bcv and the customer has been unable to clarify this. From the reported information, there are no indications or serious injury to the pt or user as a result of this incident. No additional information provided.